Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (500 mg/dl) with high ketones present. The customer stated to have treated ketones with fluids and insulin. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.